Event description:
The report indicated that the customer experienced high bg's (267-423mg/dl) with moderate ketones while wearing a pod. Multiple correction boluses as well as manual insulin injections via syringe were administered to control his bg's. He stated that moisture was visible in the viewing window and that he could smell insulin. The pod was deactivated and replaced and will be returned for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak, which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.